Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of failed battery test. The customer's blood glucose level was 101 mg/dl at the time of the incident. The customer treated with insulin pens. The customer stated that he stopped using the pump 1 week ago and the pump turned off. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. Detailed trace analysis shows the insulin pump alarmed low battery and power system error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance at the j6 printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior however, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board the pump was monitored and functioned properly. No unexpected failed battery test, failed battery alarms or powering off during testing. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump had scratched case, missing display window cover, end cap address label fading, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.